Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had high and low blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer was treated for high blood glucose with bolus. When over troubleshooting with the customer for the high blood glucose and then proceeded to talk about replacement of the insulin pump.

Manufacturer narrative:
Additional information which was not included with the initial medwatch report, has been provided with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported via phone call that the customer had high blood glucose, treated with insulin pen and it started to come down. The customer stated she felt extreme hot inside and passed out. They contacted the hospital since her blood glucose wouldn't come up. The paramedics were contacted and customer was admitted as an impatient for medical treatment. The significant event leading to the admission was that the reservoir was empty, the insulin over delivered. The customer's blood glucose at that time was 43mg/dl. The customer was in a vehicular accident, but was not driving. The customer was treated by paramedics, but not taken to the hospital. During troubleshooting multiple alarms were in the device history. The reservoir is showing the same amount of insulin as shown on the status screen. The customer's current blood glucose was 240mg/dl. The customer declined to complete testing during troubleshooting. Advised customer to call if issues persist and revert to back up.